Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿barely used for 15 minutes and tip broke off during surgery into frontal sinus.¿ there was no report of patient injury.